Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history review found that the previous device servicing did not cause or contribute to the reported issue. The cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). On an unreported date the patient underwent a hernia surgery. The patient was diagnosed with a hernia on an unknown date after the start of pd therapy. The cause of the hernia was unknown. The pd nurse confirmed that there were no reports of any overfill events. At the time of this report the patient was recovering from the hernia event. No additional information is available.